Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when surgeon passed suture through patient flesh the part of the suture was broken off, 1/3 of suture needle removed from the patient. The other 1/3 remained in patients. The surgeon looked for the suture needle and unable to find. They proceeded the surgery with different methods of closure.